Manufacturer narrative:
D3: correction. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. There was a latch/lock flex sensor failure. The latch/lock flex sensor was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette would not lock, but no message appeared and after priming the tube, and it won't start because of that "cassette is not locked" message. There was patient involvement, but unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.